Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left subclavian vein of the pt in the intensive care unit. When inserting the dilator over the spring wire guide, the clinician notice the wire was kinked. As a result, they were unable to advance the dilator over the wire. Everything was removed and a new kit was used. See MDR 3006425876-2014-00054 for the second kit used.